Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as it was reported that the event happened on an unknown date during the week prior to the aware date of (B)(6) 2018. The complainant was unable to report the device lot number; therefore, the manufacture and expiration date is unknown. (B)(4) captures the reportable event of clip failed to release from the catheter. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy with polypectomy procedure performed on an unknown date. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.